Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that the navigation system could not view the right side trackers on the imaging system. The site was able to cover an led on the tracker to resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.